Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device only had two clips in it. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4) = feeder shoe. The er320 device was returned for analysis in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed ten scissored clips; however an intermittent feeding issue was noted during testing. The device was disassembled in order to evaluate the condition of the internal components; upon disassembling five clips were found inside the clip track and the feeder shoe was noted to not advance as intended; this condition caused to the feeding incident. No conclusion could be reached as what may have caused the feeder shoe condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.